Event description:
It was reported that during a tvt procedure, the mesh separated from the needle during the second needle pass. The procedure was completed successfully with another device with no patient consequences. The procedure was extended 15 minutes.